Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 479 mg/dl. The customer had symptoms such as feeling fuzzy and not knowing what she was doing. Customer treated with the pump. Customer's blood glucose value was 180 mg/dl at the time of the call. Customer stated that her tubing got caught in the hinge. The customer mentioned leak in the tubing. The product was not returned for analysis.